Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became permanently stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire was advanced about 2 inches beyond the distal end of the catheter, and it became permanently stuck in the catheter and could not be advanced or retracted. The catheter and guidewire were removed from the patient and replaced. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.